Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The device met release criteria and was released. Approximately 30 seconds after release, it was noted on echo that there was some unknown object swinging on the face of the device. This was seen in numerous echo views. The patient was taken off the table without any notable issues or interventions. Later that evening, the patient experienced aphasia. A magnetic resonance imaging (MRI) was performed which confirmed the patient had a stroke. The patient remains in the hospital.